Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button was not working. The customer plugged the pump in to charge and the pump features were able to be accessed. The customer's blood glucose level was 180 mg/dl. The customer was to continue to use the pump for insulin therapy.